Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead dislodged twice when slitting the catheter and resulted in loss of capture. The rv lead was removed and replaced. Post operative check the next day indicated that the replacement right ventricular (rv) lead exhibited loss of capture. X-ray confirmed the lead dislodgement. The rv lead was successfully revised and remained implanted. The patient was in stable condition.